Event description:
The tech alleged that when the bed is plugged in, the head section goes up without pressing any buttons. No pt impact.

Manufacturer narrative:
The tech found the switch on the siderail for head up was stuck. The tech replaced the head up switch on the siderail to resolve the issue.